Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported on (B)(6) 2020, they were using an intellivue measurement server, when the patient began to desat. The customer reported the device did not capture the desat event. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.